Event description:
According to dr's statement in 2/84, rptr had a subcutaneous mastectomy with reconstruction with silicone gel implants. Approx one week after surgery she claimed she had temp elevation for one year and was treated with antibiotics. Dr's note on 3/12/84 stated she was having a low grade fever. Dr's note on 4/84 states she complained of swelling in the right breast, no temp was taken. Exam on 1/30/85 showed a grade 4 capsulotomy, stating the right breast was harder than the left. A closed capsulotomy was performed without complications. Dr's note 2/86 showed a temp of 99.4 and a treatment of duricef, reason not clearly given by notes. In 2/86 she had a closed capsulotomy again which developed into a hematoma. In 1/87 a closed capsulotomy was again performed. 8/5/93 she had removal of the silicone implants and replacement with textured saline filled. Surgical path report showed that the left implant was ruptured. In 12/93 she had bilateral open capsulotomies and revision of the left breast implant. Shortly after this procedure she complained of hardness in the right implant. In 2/94 she underwent a closed capsulotomy. A chest x-ray in 1988 showed chronic pleural scarring of the right hemithorax with residual previous granulomatous disease and mild hyperexpansion of the copd. She has complained of generalized muscle achiness and pain since 1984. She has had numbness and tingling in her arms and legs since approx 1976. An emg was done in 9/93 which showed no electrical evidence for cervical radiculopathy in either arm and no evidence of carpal tunnel syndrome on the right. Cervical spine films in 11/93 showed spinal stenosis at c5-c6, secondary to posterior spurring. There were smaller spurs at c6-c7 level. MRI of the brain was negative at that same time. She has complained of muscle weakness in her hands and arms and a loss of grip strength since 1986. Sometimes she has weakness in her legs. She complains of a metallic taste in her mouth, unfortunately she has complained of a loss of taste recently. No etiology of her loss could be determined. The results of the tests were most consistent with a diagnosis of anosmia. She complains of cold hands and feet. She denies actually individual color changes. She complains of redness and blue at the same time. She has chronic diarrhea. She has some difficulty in swallowing requiring her to eat and drink slowly to avoid choking. She has had chronic fatigue since 1984. She has orthostatic dizziness. She complains of memory loss since 1985 to 86. She has myalgias determined by tenderness on examination. She has tingling and paresthesia or burning pain in the extremities. She has an ana greater than 1:40. She has chronic fatigue, non-documented dysphagia, documented bowel irritability. She has had problems of rupture with numerous surgeries on her breasts and has had breast infections. Unentered pgs 348. (*)